Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. While a 3.50x32mm promus element plus drug-eluting stent was advancing inside the guide catheter, the stent wire was broken. The entire system was pulled back and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. A promus element plus,mr,ous 3.50x32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 25.2 cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. While a 3.50x32mm promus element plus drug-eluting stent was advancing inside the guide catheter, the stent wire was broken. The entire system was pulled back and the procedure was completed with another of the same device. No patient complications were reported.